Manufacturer narrative:
Approximate age of device ¿11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient post heartmate 3 with right heart failure was transitioned to central ECMO support. The patient did not improve and developed multi-system organ failure and clinical coagulopathy. The family transitioned to comfort care and withdrew support on (B)(6) 2018. The patient passed away from multi system organ failure. The account reported that there will be no autopsy and no equipment will be returned. The account reported that the lvad was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The account reported that there will be no autopsy and no equipment will be returned. The device was reportedly working as intended and was not explanted evaluation. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.